Event description:
Caller's meter reads inaccurately high. Pt was described as appearing out of it. They had been obtaining results such as "hi". Readings displayed, as "hi" would indicate blood glucose levels higher than "600 mg/dl". Pt used samples drawn from their arm. Pt was administered insulin based on the "hi" blood glucose results, which caused them to experience a low reaction. The paramedics were called. The emt meter read "27 mg/dl" and "40 mg/dl" approximately between 11 and 20 minutes after the pt obtained a "hi" result. Pt was administered treatment through an IV. Medical affairs specialist was unable to reach the pt to obtain additional clinical info. It would have been helpful to know pt's hematocrit range, pt's medication regimen, and if the pt was taken transferred to the hospital. The customer service rep discovered through troubleshooting that the pt was using the correct testing techniques, had test strip that were in good condition, and pt never performed quality control tests to check the meter. The pt had expired control solution at the time of the call. The pt experienced a hypoglycemic reaction, due to taking insulin based on the meter reading and had to receive treatment based on the low blood glucose readings obtained on the emt meter. The customer service rep replaced pt's meter and test strips.